Event description:
It was reported that pump screen remained dark and would not turn on despite multiple attempts, including removing pump from case, pressing center button, and connecting to known working power source, while pump continued to blink red and vibrate periodically. There was no adverse impact to the customer¿s blood glucose level. Customer planned to use multiple daily injections as backup insulin therapy, and technical support arranged replacement pump, provided instructions for putting old pump into storage mode, advised customer to reenter pump settings and reconnect continuous glucose monitor to replacement pump, and instructed customer to return problematic pump using prepaid label within 10 days.